Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there were observed repeated failures on several medical devices, affecting both the console and camera on new equipment. There were 2 occurrences with the 1788 camera head and 2 occurrences with the 1788 camera ccu. These failures are related, occur without warning, and have been encountered four times during procedures. The result is an immediate loss of image during the procedure.